Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the staff stated the arctic sun device has been alerting all morning about not reaching the targeted temperature (tt). They have removed the device from the patient now and need to know if it should be sent to biomed. Event log shows alert 113 (reduced water temperature control) at 2:30, 3:30, 8am, 9am, 10am, 11am. Nurse stated patient temperature (pt) was 100.3f, targeted temperature (tt) was 98.6f, water temperature (wt) was 74f. No patient on device now and no pads attached. Had place device in manual control at 39.2f. System diagnostics showed that the outlet monitor temperature (t1) was 52.9f outlet control temperature (t2) was 52.5f, inlet temperature (t3) was 55.9f, chiller temperature (t4) was 40.1f, water flow rate (wfr) was 1.6 l m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 3785.1 and pump hours were 2634.2. Advised sending to biomed labeled 113 not cooling. Per follow up information received via task on 19may2026, spoke with biomed who confirmed receipt of the device, and they suspect a faulty mixing pump. No repairs made at this time but would be completed onsite.